Manufacturer narrative:
Date of event is estimated. The method, results, and conclusion codes along with the investigation results will be provided in an additional report.

Event description:
It was reported that the patient is unable to communicate with their scs ipg as it is in MRI mode. The magnet activity of the device is disabled in MRI mode and they are unable to recover the device. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
A case of no ipg communication was reported to abbott. The patient never had effective stimulation. The patient's rep had placed the ipg to MRI mode so the patient would be ready for any future mris. The patient needed a surgical procedure but was unable to connect to the ipg. Neither the cp nor the pc was able to connect to the ipg due to the rep deleting the crns from the cp and the pc app update causing the pc to lose paring to the ipg. The ipg could not be recovered. No intervention has been scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
A case of no ipg communication was reported to abbott. The patient never had effective stimulation. The patient's rep had placed the ipg to MRI mode so the patient would be ready for any future mris. The patient needed a surgical procedure, but was unable to connect to the ipg. Neither the cp nor the pc was able to connect to the ipg due to the rep deleting the crns from the cp and the pc app update causing the pc to lose paring to the ipg. The ipg could not be recovered. No intervention has been scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
H9 - fsca number corrected.